Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Event description:
It was reported that the patient underwent a lumbar fusion procedure using rhbmp-2/acs. An unknown time post-op, it was noted that the patient had bone growth along the trajectory of the cage. The patient is asymptomatic, and there has been no treatment provided to date. The physician is continuing to observe and monitor the patient's condition.